Event description:
A surgeon reported that during cataract surgery both haptics dislocated from the intraocular lens (iol). The haptics were retrieved and the iol was sectioned and removed. The rptr stated that pt impact took place. The nature of the implact is not known. Additional info has been sought.